Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital with a ruptured pocket and infection. The right ventricular lead was explanted on (B)(6) 2018 and another lead was implanted on the left side on (B)(6) 2018. The patient was stable following the procedure.